Event description:
Home patient (hp) reports leak at door of homechoice device. Hp reports leak in "seam" of cassette of homechoice wet used during automated peritoneal dialysis treatment. Rn could not provide further detail regarding leak or incident. No pt injury or medical intervention required per rn. Device swapped.